Event description:
The event is reported as: the clip migrated after surgery was completed. Another surgery had to be performed. No injuries reported.

Manufacturer narrative:
Product is not available for evaluation by manufacturer. Investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.